Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 159 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. Unit had cracked display window corner, cracked reservoir tube lip and cracked reservoir tube window.